Event description:
After iabp for 12 hours, the "high pressure" alarm sounded from the pump and the doctor removed the iab. A second iab was inserted. (Multiple event to customer complaint number 97-00438) the iab was not returned to co for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 4/21/97.) (Pt's current status: unk - rpt'd 4/21/97.)